Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent early-morning low blood glucose while using the ilet for several weeks, with otherwise in-range glucose the rest of the day, alongside frequent and inconsistent meal announcements including incorrect meal types and multiple announcements in the evening. Symptoms included hypoglycemia treated with juice without medical intervention. Outcomes included transient impact with self-treatment and no hospitalization. Investigation included review of device data trends and user training review. Investigation of this case revealed that inconsistent and incorrect meal announcements likely disrupted the dosing algorithm and contributed to morning hypoglycemia. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements was the probable cause.